Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of tip fracture. Visual inspection of the imaging provided supports the reported issue that the tip of the k-wire fractured in the patient. Functional inspection was unable to be completed because the part was not returned. Based on the details provided, a l4-5 mis tlif was completed on (B)(6) 2025. Screws were placed at l4 and l5, and an interbody cage was placed in the l4-5 disc space. During the surgery, the tip of the left l5 k-wire broke in the vertebral body and was left in the patient. Due to the inability to replicate surgical conditions and forces experienced by the patient post-op, the exact cause of the failure cannot be determined. The calculated observed risk level matches the expected risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that a k-wire got jammed up while tapping for screws and surgeon had to forcibly remove the k-wire. He was able to remove it but didn't realize until after he put the screw in that the tip had broken off of the k-wire. X-rays confirmed the tip was left in the vertebral body and didn't exit into the disk space or anteriorly.